Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited noise. The noise was not able to reproduced. No intervention or patient symptoms were reported.

Event description:
New information indicated that the patient was stable.